Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred in the coronary care unit. The insertion site is unk. During insertion of the guide wire it kinked. As a result, a new kit was opened and the catheter was placed successfully. There was a delay reported. However, it is reported that no harm was caused to the pt due to this delay. There was no reported pt injuries, complications, or death.